Event description:
This event was reported as mitral insufficiency with posteriorly directed jet, prolapse of a3 and mild prolapse of commissure. Hemolytic anemia secondary to hemodilysis of the ring. No further info was provided.